Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital experiencing tenderness due to an abscess at the device pocket site. The presence of microorganisms at the pocket side was further confirmed with biopsy in microbiology study. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead were explanted on (B)(6) 2025 due to the infection. The physician believed that the infection was unrelated to abbott device. The patient was in stable condition.